Manufacturer narrative:
Further investigation: review of sterilization and seal strength records related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed, and seal strength test results were found to be acceptable. One additional complaint was noted for devices sterilized under sterilization run 30035933. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all gel infection complaints for the period of april-2021 through march-2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported right side "reoccurrence of infection." Device has been explanted.

Event description:
Healthcare professional reported right side "reoccurrence of infection." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: early-onset infection.

Event description:
Healthcare professional reported right side "reoccurrence of infection." Device has been explanted.